Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the losed system drainage bag with anti-reflux has holes in the portion connected to the bulb evacuator outside of the patient, which was affecting its ability to maintain proper suction. This was happening once patients go home, and when they are instructed to strip the drains to move fluid, the holes appear to get larger. They also noted that a brand-new drain had holes upon opening, and that this has happened before and does not seem to be related to a specific lot number.